Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After reviewing the system data, the tsc determined that the cause of the event is unknown. The tsc instructed the customer to change the dilchk bottle and increase the dilchk factor to 1.00. The tsc also instructed the customer to install a new sensor, run a system clean / condition and assure that the pump rate is set correctly. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant low sodium (na) result was generated by the dimension rxl max with hm. The result was not reported out of the laboratory. The customer retested the sample on the same system and obtained a result within expectations. The results of the retest were released from the laboratory. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium result.